Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. This is 1 of 5 allegations of inaccuracies. The patient reported 6 instances in which each event has similar details but occurred on different event dates. Please see related records (B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. This is 1 of 5 allegations of inaccuracies. The patient reported 5 instances in which each event has similar details but occurred on different event dates. On (B)(6) 2025, the patient experienced loss of consciousness and was described as being ¿completely bruised up.¿ a neighbor called emergency services, and the patient was transported to the hospital. Upon arrival, a fingerstick blood glucose reading was 46 mg/dl, while the cgm reading showed 150 mg/dl, indicating a significant discrepancy. The patient was treated with intravenous fluids, a ¿big dose of glucose,¿ and nausea medication. Based on the treatment provided, the event was determined to be a hypoglycemic episode. The patient was discharged the same day, and no further medical evaluation or intervention was documented. At the time of reporting, the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid was taken in the ER. No additional patient or event information is available.